Event description:
Additional information reported the explant was planned for (B)(6) 2015.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery reached normal end of life. Telemetry and output okay. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Event description:
The company representative later reported that they checked the device with a recharger and could get a connection.

Manufacturer narrative:
Correction: please note that sections have been updated at this time.

Event description:
Additional information reported the patient's ins was explanted as planned on (B)(4)2015.

Event description:
It was reported the implantable neurostimulator (ins) was overdischarged. The patient returned to the clinic because they were experiencing pain and they could not get the recharger to connect to the ins. The patient¿s last successful recharge was in (B)(6) 2014. The patient had some health issues and was not in a position to recharge the ins. A physician mode recharge (pmr) was attempted several times without success. At the time of this report, the patient was not receiving any therapy and they were being scheduled for an ins replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the explant procedure remained without a planned date. It was noted that this was only because the patient had been out of the country for seven weeks and that a date was to be planned once the patient returned.

Manufacturer narrative:
(B)(4).